Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 39 mg/dl. The customer had not reported any symptoms and was treated with glucose tablets. Customer's blood glucose value was 39 mg/dl at time of incident. Customer's current blood glucose value was 51 mg/dl. Customer stated about calibration error alert. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer does not allege pump was under delivering. The drive support cap appears normal. The product was not returned for analysis.